Event description:
It was reported difficult deflation was encountered during a shunt dilatation procedure. A needle was inserted at the skin site to puncture and deflate the balloon. Uneventful removal of the balloon catheter followed. The procedure was successfully completed with this unit and the patient's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. User technique and/or patient anatomy may have contributed to this event. However, without further details co is unable to determine the exact cause for this event. Co's directions for use state: "when dilatation has been completed, deflate the balloon by applying suction to the balloon lumen... The larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 20cc syringe is recommended."